Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's mother reported via phone call that customer had high blood glucose of 500 mg/dl. Call was initially dropped and customer's mother called back stating that although insulin was programmed, customer did not get any insulin which was causing customer to not feel well. Customer reported that cannula was bent when infusion set was changed. Customer's mother was concerned of the amount of insulin customer received including those with manual injection. Caller was advised to monitor customer.